Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 8.2-8.9cm and 15.5-16.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.